Event description:
It was reported that the implantable cardioverter defibrillator exhibited crosstalk on the ventricular channel. On (B)(6), the device was reprogrammed. The patient was stable throughout the whole event.